Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported to the rep that an asnis micro 3mm drill broke whilst in use in a patient. There was a delay while the particles were retrieved. The length of delay is to be specified. All particles were retrieved.